Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as moist with skin peeling off. The patient reported using a powder and a lotion; however, there is no indication of medical intervention. Follow up was completed and the skin irritation was unchanged.